Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted and defibrillation threshold (dft) testing was successful. The patient was communicating with the health care professionals as she was moved from the procedure table, but shortly after this the patient coded. Resuscitative efforts were implemented and lasted approximately forty-five minutes, but the patient was unable to be revived and died. The patient was monitored the entire time and it was provided that the rhythm was not ventricular fibrillation (vf) or ventricular tachycardia (vt). The device was not interrogated post-mortem and it will not be returned. The physician did not feel the device contributed to the death, but rather that the patient's poor health prior to the implant and anesthesia may have been factors in the event.